Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: bd alaris primary tubing pump set lot# 25065460 ref# (B)(4). Tubing was leaking chemo oxaliplatin onto patients' leg. Tubing was inspected and seem to be leaking from tubing right above injection port.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25065460 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jun2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.